Manufacturer narrative:
The customer¿s report that the IV tubing broke was confirmed. Visual inspection under magnification revealed that the retainer ring was still in place and the proximal portion of the silicone tubing segment was properly positioned beneath the ring indicating proper manufacturing assembly. Also observed were the mating uneven/jagged edges of the separated silicone tubing segments. This evidence is consistent with tubing that has been pulled in different directions by an unknown applied force. Dimensional measurements of the silicone tubing observed the tubing to be within specification. The returned set did not show evidence of any manufacturing defect that could have led to the separation. The probable cause of the separation is that the tubing was pulled in different directions by an unknown applied force.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that when transporting the patient from CT scan the IV tubing infusing fentanyl at an unspecified rate "snapped" after going over a bump to the elevator. The IV tubing that was connected to the pump broke off from the top of the pump, disconnecting the fentanyl bottle from the pump and free flowing fentanyl in the elevator .the nurse use a hemostat to clamp off the tubing. There was no report of patient harm or medical interventions.